Manufacturer narrative:
The device was returned for analysis visual inspection revealed the sheath and imaging window were kinked, and the imaging window was twisted. Visual and microscopic inspection revealed a broken drive shaft and coax cable began 21.6 cm from the distal end of the catheter shaft. Impedance testing showed at electrical short at the proximal end of the catheter.

Event description:
Reportable based on device analysis completed on 4mar2025. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image did not appear. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.